Event description:
Reportable based on analysis approved on 02/20/2007. It was reported that during a treatment procedure to establish a new tipps access in the vena portae, balloon inflation difficulties occurred. The physician used a jugular access, placed the guidewire and when he attempted to dilatate the vessel, "it was not possible to inflate the balloon." The physician completed the procedure with another of the same device. There were no reported pt complications and the current pt status is reported as "ok."

Manufacturer narrative:
Device analysis confirmed the reported complaint incident. It was not possible to inflate the balloon due to a longitudinal tear in the balloon material. The tear was the entire length of the balloon, running from the proximal bond to the distal bond. A review of the manufacturing records for batch # 8934776 found that the device met its material, assembly and product specifications. It is not possible to conclusively determine the exact root cause of the longitudinal tear.